Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included uterine adenomyoma, asthma, knee pain, myalgia, anxiety, muscle spasm, hyperglycemia, hyperlipidemia, pancreatic cyst, ache, kidney infection and pancreatic pseudocyst. Concomitant products included ergocalciferol since 2015, ferrous sulfate since 2015, formoterol fumarate;mometasone furoate (dulera) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2010, ipratropium bromide;salbutamol sulfate (duoneb) since 2015, levosalbutamol hydrochloride (xopenex) since 2014, montelukast sodium (singulair) since 2010, paracetamol;tramadol hydrochloride (ultram) since 2015, salbutamol since 2009 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual ntercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with nsaids and surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia discrepancy noted on essure insertion date -(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, pelvic pain, abnormal bleeding, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included uterine adenomyoma, asthma, knee pain, myalgia, anxiety, muscle spasm, hyperglycemia, hyperlipidemia, pancreatic cyst, ache, kidney infection and pancreatic pseudocyst. Concomitant products included ergocalciferol since 2015, ferrous sulfate since 2015, formoterol fumarate;mometasone furoate (dulera) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2010, ipratropium bromide;salbutamol sulfate (duoneb) since 2015, levosalbutamol hydrochloride (xopenex) since 2014, montelukast sodium (singulair) since 2010, paracetamol; tramadol hydrochloride (ultram) since 2015, salbutamol since 2009 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual ntercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with nsaids and surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia discrepancy noted on essure insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, pelvic pain, abnormal bleeding, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. Discrepancy added on essure insertion date (B)(6) 2009 in rcc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.